Event description:
It was reported that prior to starting a da vinci surgical procedure, the prograsp forceps instrument was noted to have tension cable frayed. The instrument was not used on the patient after the reported issue was identified and there was no allegation of harm or injury to a patient.

Manufacturer narrative:
The prograsp forceps instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found instrument pitch down cable to be frayed at the distal clevis hub. The frayed strands stuck out at the instrument wrist. The other cables at the instrument wrist were not damaged. No other damage was found.